Manufacturer narrative:
The implant date should have been (B)(6) 2012 rather than (B)(6) 2017. Additional information: analysis of the device image revealed code corruption from failed product code download, which resulted in the reported issue on backup operation. Analysis performed after reloading product code indicated normal device characteristics with battery voltage above elective replacement indicator.

Event description:
During follow-up, a cyber security update was performed which subsequently caused the device to enter back-up vvi mode. The issue will be resolved by explanting and replacing the device. The patient was stable and experienced no adverse health consequences.

Event description:
During follow-up, a cyber security update was performed which subsequently caused the device to enter back-up vvi mode. The issue was resolved by explanting and replacing the device. The patient was stable and experienced no adverse health consequences.